Event description:
The customer reported that the mp50 is displaying a "speaker malfunction" error message and producing no audio. The device was not in clinical use. There was no adverse event or patient harm reported.